Manufacturer narrative:
Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The sample has print that wraps around the barrel. The photo provided by the customer shows the same barrel showing the same non-conformance. Wrapped or skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8332988 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: wrapped or skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad.

Event description:
It was reported that scale marking error occurred with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "I couldn't remember if there was already a recall out on the bd 20ml leur-lok syringes, or not and no one here is available. An oddly marked syringe was found today."